Event description:
The customer's mother reported her son's blood glucose reached "high" (>500 mg/dl) (alternative meter also read "high") less than 24 hours after the pod was activated. His insulin history is as follows: time: 5:39 pm; bolus (u): 4.0; time: 7:39 pm; bolus (u): 4.85; at 10:22 pm he was not feeling well, sweating and he was going to vomit. He then called his doctor who advise him to five a manual injection of insulin (exact dosage was not provided). The pod was removed and he noticed the cannula looks a little kinked and slightly bent. He was able to activate a new pod and he is feeling better at the time of the call.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked and bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.